Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. (Physician´s secretary email): (B)(6), (phone): (B)(6) (mobile): +(B)(6). ((B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to spec, crease flat and brown particles in the shell. Cloudy in the gel observed after autoclave cycle.creases are observed but have no relationship with manufacturing. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma late, and anterior rotation of the implant, radial folds,¿ inflammatory process, and right side axillary lymph nodes.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, seroma late, and anterior rotation of the implant, radial folds,¿ inflammatory process, and right side axillary lymph nodes. The device has been explanted.